Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. Photo received and analyzed. Analysis as follows: there was one completely formed staple in the first staple pocket on the right side of the cartridge. This would indicate that the tissue was not placed this far back into the device jaws. The center portion of the cartridge show extensive damage on the left side of the knife slot. This type of damage is an indicator that tissue bunching occurred, or excessively thick and/ or dense tissue was clamped and fired on. Since there was no visible knife damage per the analysis and the knife cut properly, I can with some confidence rule out a hard and/or metallic object was clamped on and fired through. With the amount of cartridge deflection it is hard to judge if there was any tissue plowing; however there are a few staple legs based on the direction of their leg bend. This could have resulted from tissue plowing. The fact that there are completely open, unformed staples visible, in my opinion supports extreme cartridge channel deflect / cartridge channel rotation (cartridge deck rotating outward while cartridge channel bottom rotated inward). It is of the opinion that excessively dense and/or thick and/or bunch tissue was clamped on and fired through, causing extreme cartridge channel deflection. This resulted in malformed staples and incomplete staple line.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, after the first firing there was a small piece of green plastic from the cartridge left inside the stomach. It was retrieved. When the staple line was examined, the cut from the firing was jagged and there was some blood oozing. That area of the staple line was over sewed. The cartridge was examined and there was a piece missing from the middle of the cartridge. A new device and cartridge was used to complete the procedure. There was no patient consequence. On what tissue type was the device used? At what location on the tissue? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? After firing stroke completed. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Unk. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Little more to fire, had to use two hands. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.